Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patient was not crossing to all station, and the database (db) server was offline in remote support service. A technical support specialist advised the hospital information technology (hit) to restore power to the db server to address the issue. Once hit, powered the db server back on, the server came back online. Communication from the server to the devices remained delayed, so the tss restarted the local service (carefusion data synchronization service) on the application server. Following this action, the customer verified that the issue was resolved and granted permission to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that all patient was not crossing to all station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.